Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be prevented by following the instructions for use which state: chapter 3 ¿preparation and inspection¿ section 3.7 ¿inspection of the endoscopic system¿ inspection of the endoscopic image confirm that the 3d endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 confirm that the touch panel shows the ¿main¿ screen on the video system center (otv-s300). 3 to perform the 3d adjustment, ignite the lamp and adjust the white balance according to the instructions given in the video system center. 4 tap the ¿option¿ button at the bottom left of the touch panel of the video system center. 5 if the ¿3d adjustment¿ status is ¿incomplete¿, perform the following operations (6 through 11). If the ¿3d adjustment¿ status is ¿completed¿, jump to step 12. 6 set the observation mode to the wli according to the instructions given in the video system center. 7 insert the distal end of the endoscope into the 3d adjustment cap (maj-2266) until it stops. 8 tap the ¿execute¿ button of the ¿3d adjustment¿ on the touch panel or press the custom switch to which the ¿3d adjustment¿ is assigned, holding the endoscope with a hand so that it will not move. In case of remote switch of endoscope, press the remote switch for about one second. 9 confirm that ¿completed¿ is displayed in the ¿3d adjustment¿ status and the message is displayed on the monitor. 10 if the 3d adjustment is not completed, repeat step 2 through 10, referring to section 5.2, ¿troubleshooting guide¿. 11 remove the 3d adjustment cap from the distal end of the endoscope. 12 put on the 3d glasses supplied with the 3d monitor. 13 observe the palm of your hand in the wli and nbi endoscopic images. 14 confirm that light is output from the endoscope¿s distal end. (See figure 3.20) 15 adjust the brightness level as appropriate. 16 take off the 3d glasses and confirm that the right-eye and left-eye images are displayed the same. 17 put on the 3d glasses again. 18 close the right-eye and left-eye alternately while observing the 3d endoscopic image to confirm that there are no differences in color and brightness between the right-eye and left-eye images. 19 touch the target object using a hand instrument while observing the 3d endoscopic image to confirm that a sense of depth is normal. 20 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 21 move the joystick slowly in each direction until it stops. 22 confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope did not display an image during a therapeutic procedure; the image displayed was a sandstorm. The procedure was completed with another device, and there was no report of patient harm.

Manufacturer narrative:
E1) (B)(6) hospital (noting due to character limit). The device was returned to olympus for evaluation of the reported issue. It was found that temporary image loss and image noise occurred due to a damaged charged coupled device unit. Other evaluation findings are as follows: the adhesive around the objective lens was peeled; e226 occurred due to dirt on the electrical contact of the video plug; there was no scope ID data; water tightness was lost due to a pinhole on the video cable; the adhesive on the bending section cover was chipped; the bending section cover was scratched; the label on the video connector was peeled; and the video connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.